Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported by the plaintiff's attorney that the plaintiff allegedly experienced frequency and burning, leakage, pain with loose bowel, nocturia, vaginal and groin pain, and recurrence of symptoms. It was also reported that the plaintiff experienced mesh erosion, vaginal swelling, mesh extrusion, and infection. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00532.